Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2014, it was reported that there was a communication problem. It was stated that an overdischarge was suspected. It was noted that the patient hadn't charged for two months because she ¿didn't feel like the stimulation was doing what she needed it to do.¿ it was stated that the patient was in a lot of pain. It was noted that the last time any stimulation was felt was 2 months ago. It was noted that the patient¿s symptoms were in her left foot and had had a gradual onset. It was stated that the patient could not get the implantable neurostimulator (ins) to charge. The patient was implanted for non-malignant pain and complex regional pain syndrome type I. On (B)(6) 2017, additional information was received from a manufacturing representative reporting that the patient had used their stimulator for eight months. However, it was reported that the stimulator wasn't covering the patient¿s pain, so they stopped using it eight months after they were implanted. It was then reported that three days ago they went to the emergency room and had gotten tramadol for their pain as their pain had gotten worse. It was reported that the patient¿s device was overdischarged and yesterday they had two physician mode recharges (pmrs) done and they were able to charge it normally. However, the battery was now draining very quickly. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-05-02 from the health care professional (hcp) via the manufacturer representative reporting that on the day they met with the patient the health care professional (hcp) met with the fellows who had seen the patient. The hcp questioned if the stimulation had ever adequately relieved patient's pain and if the patient¿s pain could have changed. Since the patient was new to them, the treatment plan was to reassess the pain and start from scratch including restarting pain medications that had helped manage the patient¿s pain in the past, physical therapy, and psychotherapy. It was reported that getting the stimulator working would be a bonus but not the main focus for the hcps. It was reported that based on how the patient responded to the treatment plan, the hcps would device if they would attempt to replace the full system or explant. There was no additional information available at the time of the report. The manufacturer representative had attempted to contact the patient in order to follow-up and see if the patient was attempting to continue charging the stimulator; however, the patient had not replied to the representative at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.